Event description:
The stimulation was turned on post-surgery and the patient was shocked in her back, like it was ¿sparking¿. The device has not been turned on since (B)(6) 2013. She went to her primary doctor on (B)(6) 2013 to have the staples removed. The stimulation was for the pain in the right leg. Additional information has been requested.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(4).